Manufacturer narrative:
Product event summary #(B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown person with no information. Further review of the manufacturer's database indicated the patient died approximately five months post the device system implant.

Manufacturer narrative:
Additional information was received from the physician signing the death certificate; the cause of death (cod) was "respiratory failure and not device related." The certificate of death was subsequently received and indicated the cod as: respiratory failure due to congestive heart failure due to coronary artery disease. Other significant conditions contributing to the patient's death were listed as: emphysema, diabetes and dementia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Follow-up is in process; no information has been received, should the requested additional information be subsequently received it will be considered and processed accordingly. (B)(4).

Manufacturer narrative:
No eval explain code.